Event description:
It has been reported that procedure was being performed on (B)(6) male pt in emergency dept. The pt had a medical history of congestive heart failure, atrial fibrillation, embolus, (B)(6), hypertension, and cirrhosis. The pt had no peripheral venous access. The physician attempted a central line placement through right subclavian. The third attempt was made. He was able to cannulate subclavian vein but was unable to feed guidewire. The physician reported guidewire "kinked up." The pt suffered extensive right hemothorax post procedure. The pt expired. On 3/27/2012 - f/u info states at least two if not three kits were used. During all attempts at subclavian site, vein was successfully cannulated and guidewire was inserted w/o difficulty. The physician was advancing catheter and was approx 3/4 of the way in when resistance was met. When wire was withdrawn it had coiled and kinked. After subclavian attempts, pt had a large hemothorax. This pt was a non-compliant former IV drug abuser with (B)(6), liver failure, ascites, and history of pulmonary embolus. He also had congestive heart failure and came in complaining of shortness of breath. The incident most likely contributed to pt expiring, however, it is not known.

Manufacturer narrative:
(B)(4). The device was discarded.